Event description:
It was reported that a pt underwent a sling procedure on an unk date. The pt experienced ongoing pain in the lower abdomen and especially the top area of her left thigh for two years. Also, the mesh is causing an erosion and has "entwined" itself around the urinary bladder and has also embedded itself into other organs in the pelvic area. The pt has undergone an ultrasound, two cystoscope procedures, a biopsy, and an MRI.

Manufacturer narrative:
Date sent to the FDA: 02/09/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.